Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 their receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it passed. Receiver's data logs were downloaded and reviewed, finding hardware errors. Based on the finding of hardware errors this is being reported. The complaint was confirmed. The root cause was determined to be a failed u1-ui board post investigation.